Event description:
Pt purchased suspect device on 6/4/1998 and obtained "normal" or "lo" blood glucose readings. Dr. Was consulted and advised pt to stop medications. At routine office visit, the dr's meter read blood glucose as 277 mg/dl. The suspect device =117 mg/dl. Dr re-started pt on medication again. Controls were in range and strips were stored improperly.